Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. The cause of the peritonitis was a break in aseptic technique. On an unreported date, the patient began remedial therapy with ferobact tablet (200mg, three times a day) and vancomycin (1gm, ip, immediately). It was not reported if the patient was retrained in aseptic technique; therefore, the outcome was unknown. The peritonitis was resolving. Dianeal therapy was ongoing. Concomitant medications were not reported. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is use error-poor aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.